Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he lost the battery cap to his insulin pump and needs a replacement; the customer had not been using the insulin pump for the past two days since the device was unuseable. The patient's blood glucose was 460 mg/dl. Troubleshooting did not occur as the insulin pump could not be used. A replacement battery cap was shipped to the customer.